Event description:
It was reported there was a patient alert for the right ventricular (rv) lead having impedance greater than 1500 ohms. The rv lead impedance had slowly increased from 900 ohms to 1520 ohms. The patient alert was going to be reset and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.